Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported experiencing high blood glucose of 454 mg/dl. At the time of this report, the customer's blood glucose was 375 mg/dl, which was treated with manual injection. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for the presence of leaks or air bubbles but did state she had stored insulin in the refrigerator and put it directly into the insulin pump. Customer was advised to allow for insulin to get to room temperature before putting it in. Customer declined to check settings for accuracy and did not have a tubing clamp to test for the device's ability to detect an occlusion. It was advised to change the entire set, reservoir, and insulin and that a tubing clamp would be sent to customer to perform high pressure test. The insulin pump will not be returning for analysis at this time.